Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was in the low 50 mg/dl range. The patient treated with food. Troubleshooting was declined for the low blood glucose. It is unknown if the auto mode feature was active during the event. The insulin pump was not returned for analysis.